Manufacturer narrative:
Results six customer samples were pressurized leak tested for leakage in tubing with no defects identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA (B)(4) was opened for this device.

Event description:
It was reported that 23 g x .75 in. Bd vacutainer® push button blood collection set with 7 in tubing and luer adaptor had leaks in the tubing on four different items from the same lot #. No mucous membrane exposure. Two units leaked blood from the tubing to the patients' arm. Two had nicks in the tubing evident on visual examination, but no leakage when blood was collected. All samples were disposed of. None submitted for testing.